Manufacturer narrative:
The device lot number is currently unknown; therefore, the manufacture date is unknown and UDI is incomplete. Concomitant medical products: burr device, attachment devices, foot control device, motor device. (B)(4). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This report is associated with report numbers:1045834-2018-52272, 1045834-2018-52274 and 1045834-2018-52275.

Event description:
This is report 2 of 4 for the same event: it was reported from (B)(6) that after the removal a cerebellopontine angle meningioma using the motor device, the point of attachment at the porus acusticus internus was milled out at first with a 4mm burr device. It was reported that the burr had to be extended with the 2mm version of the burr device. According to the reporter, the ¿extended¿ version with an elongated shaft attachment was necessary for milling, as otherwise, one had no view on ¿it¿ because of the thickness of the shaft in case of small milling head diameter. It was reported that the shaft ¿sucked the thread of an absorbing cotton¿, which then rotated through the burr device and caused an injury to the sinus. It was reported that thereafter, during hemostasis, a malignant brain edema formed. According to the report, as a consequence, the patient expired. The reporter stated that the trigger of the chain of complications was the capturing of the thread by the burr. Which, according to the reporter, was caused only by the inadequately protected extended shaft attachment. The reporter indicated that the reason for the event was because of the long exposed shaft of the milling insert. The reporter further stated that the ¿milling¿ reacted late on the foot pedal device. The reporter stated that the foot pedal released immediately, which led to the stopping of the milling. According to the reporter, the issue did not exist at the beginning of use of the devices. The customer alleged that "critical is the shaft of milling operations during operation in the depth of the base of the skull, also this missing instant stop function when the stop of the pedal". It was reported that the ¿extended¿ milling attachments were no longer used. There was patient involvement reported. It was reported that the patient had no co-existing medical conditions and was ¿well up to the tumor¿. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Device evaluation: he actual device was not returned for evaluation and the lot number was unknown. Therefore, the device history review could not be performed. The stop time (534 ms) of the returned related handpiece device (eg1a) and the foot control device (e-fp-dir) were measured and the stop time was determined to be within the design specification (450 ±100 ms). Therefore, the reported condition was not confirmed. Therefore, an assignable root cause was not determined. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.